Manufacturer narrative:
A4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. B3: event date is estimated. It was reported that the patient recently had hip surgery after a fall. The patient is not certain whether or not therapy had been turned off and did not seem to know about surgery mode. The issue was resolved through troubleshooting. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that that patient had an unrelated hip surgery after a fall. It is unknown if the device was placed into surgery mode or not. Following the surgery, the patient was no longer able to connect their programmer to their ipg. Programmer displayed error message: cannot connect to generator/the generator is not responding/contact your clinician to fix the problem. Trouble shooting was undertaken with an abbott representative wherein the patient's ipg was recovered and access to therapy was restored.